Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification. The 4.0x12 mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted and was inflated; however, pressure stopped going up at 6 atmospheres. After deflation the device was removed from the anatomy and a rupture was confirmed. A new nc trek neo was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.